Manufacturer narrative:
(B)(4).

Event description:
The patient was scheduled for a cap (catheter access port)/dye study on (B)(6) 2015 due to the patient having increased pain. The physician attempted the cap/dye study but could not aspirate drug from the cap.

Event description:
On (B)(6) 2014, the pump was programmed to minimum rate mode and the patient didn¿t feel any difference. Per the patient, ¿that tells him that for 6-7 years he¿s been living off oxycodone¿. He knows the pump or the catheter are not working. The patient was in so much pain because they took him off the oxycodone. The patient had ¿two discs that are obliterated and he needs the pump¿. The pump was last filled on (B)(6) 2014. For his next appointment on (B)(6) 2014, the patient got a voicemail saying they ¿don¿t know where the physician is and he was unable to get his medical records¿. The patient was looking for a new pump managing physician. The device system was delivering clonidine, bupivacaine, and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via a company representative. On 11-sep-2015, it was reported that a catheter revision was done in (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).